Event description:
In 2005 the patient was brought back into the or for removal of the iskd lengthener (see MDR#2183449-2005-00009). During surgery the doctor manipulated the two parts of the femur with a bone forceps but no lengthening occurred. Then, he had one of his assistants make a wide rotational movement of one of the segments while the doctor held the proximal segment of the bone with the forceps. The lengthener started distracting again and the doctor decided to leave it in situ. The patient was scheduled for a follow up appointment 1 week after the surgery.